Event description:
The customer reported that the power supply may be faulty. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the power supply may be faulty. There was no report of patient involvement. The device was sent to philips for evaluation. The service technician confirmed that the power supply was faulty. Replacing the ac power supply resolved the reported issue. The device passed all testing and was returned to the customer.